Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction recurred, which the customer acknowledged and understood.